Event description:
It was reported that, on (B)(6) 2012, the pt was hit by a ball at the implant area during sports in school. On (B)(6) 2012, he heard only a loud, sweeping sound. On (B)(6) 2012, the external parts were checked, but the situation remained.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.